Manufacturer narrative:
Investigation is ongoing. Device not returned. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the patient had a basilica due to tight sinuses/subtalar (stj) and post deployment of the valve, it was determined to be under deployed according to angiography. A operator stated that there was an amazing amount of resistance and that the atrion was unable to empty completely. It was perceived that the giant nugget of calcium in the non coronary cusp caused the resistance. They decided to balloon again with the same delivery system, with no change in the valve appearance. A post-dilation was performed with a non-edwards balloon. The valve looked more fully expanded, but not completely, with trace paravalvular leak. A angiography at this time showed an annular rupture. Protamine was administered and, the blood pressures were kept low. The operators decided to do a pericardial window as there was residual tracking into the pericardial space. Patient was sent to the ICU stable with a drain. Per additional information received, the pusher was all the way back when the resistance was met. No issues were noted during system troubleshooting post removal.

Manufacturer narrative:
Previous device code deflation problem is no longer applicable. The commander delivery system was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was provided and showed valve deployed within the annulus with a waist still seen on the valve. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the event; valve deployment inflation difficulty and/or incomplete inflation. The complaint for valve deployment inflation difficulty and/or incomplete inflation was unable to be confirmed therefore a complaint history review is not required. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. The following instruction for use (IFU) and manuals were reviewed: IFU for commander delivery system, device preparation training manual and device procedural training manual. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for valve deployment inflation difficulty and/or incomplete inflation and general risk no hazardous situation identified were unable to be confirmed since neither the procedural video of valve deployment nor the complaint device was returned for evaluation. No manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, the surgeon stated that there was an amazing amount of resistance and that he was unable to empty the atrion completely. They decided to balloon again with the 23 ds, with a different operator, with no change in the valve appearance. Per additional information, the pusher was all the way back when the resistance was met. It was perceived that the giant nugget of calcium in the non coronary cusp caused the resistance. No issues were noted during system troubleshooting post removal the exact cause of the inflation defect is unknown; however, possible sources indicates that the presence of calcium in the noncoronary cups, causing an obstruction or inability to fully inflated the balloon. Another factor that could have restricted the flow during inflation could have been excessive device manipulation. If the delivery system was rotated while tracking through the anatomy because of patient tortuosity, this might have led to twisting on the crimp balloon. This could have obstructed the flow during deployment and resulted in the reported inflation difficulty. Available information suggests patient condition (calcium in the noncoronary cups) contributed to the reported event. However, due to lack of procedural video and returned evaluation of the device, a definitive root cause is unable to be determined. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.